Event description:
A caller reported a repeating cartridge alarm 20 occurring over six days. There was no adverse impact to the customer¿s blood glucose level. The customer initially experienced issues due to improper cartridge loading techniques and using u-200 humalog insulin. The customer successfully loaded a new cartridge and resumed insulin therapy.